Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, "old filler being pushed out," lumps, "able to press out white substance," acute inflammation, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of abscess, edema, drainage, inflammation and skin irritation: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ cases of glabellar necrosis, abscess formation, granuloma and hypersensitivity have all been reported in the literature following hyaluronic acid injection. It is therefore important to take such possible complications into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their practitioner as soon as possible. The practitioner should treat these as appropriate."

Event description:
Healthcare professional reported having a patient that was injected with unspecified juvéderm ultra¿ in the lips by another injector. The patient developed nodules on their lips. It was noted by the injector that the patient has had previous unspecified fillers that were "being pushed out" which did not concern the patient. Patient was concerned with the "subsequent lumps" from the juvéderm ultra¿ and that they were "able to press out white substance from" during times of "acute inflammation" that could last for weeks and the lips still being swollen from the filler all the other times. When the patient was examined by the healthcare professional, "the nodules were on the lip and the right side of the lip is a bit swollen." Problems only appeared after injection with unspecified juvéderm ultra¿ and there are no complaints against the previous fillers. Healthcare professional believes the symptoms "appears to be a chronic problem and has not yet resolved." The healthcare professional has not done any additional follow up with the patient. This is the same event and the same patient reported under MDR ID #3005113652-2016-00373 ((B)(4)). This MDR is being submitted for the second suspect product, unspecified previous fillers.